Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient was injected with juvéderm® voluma¿ xc in the midface, juvéderm® volux¿ xc for the jawline, juvéderm® volbella¿ xc and juvéderm® ultra for the lips. The patient was fine until they came back for their botox® treatments. 2 days after the botox® treatment, the patient experienced ¿hardness¿ in the areas where they got filler. It was determined that the patient had non-inflammatory nodules, and granulomas. Patient #3 is for the juvéderm® voluma¿ xc in the midface injection.